Manufacturer narrative:
The pump was received with minor scratches on the display window and cracked battery tube threads. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received safety letter regarding their insulin pump. The customer's blood glucose level was 143mg/dl. The customer's drive support cap was noted to be protruded. The customer was advised the pump would be replaced and returned for analysis.